Event description:
It was reported that the patient underwent a revision surgery approximately seven (7) months post-implantation due to discomfort and a periprosthetic bone fracture distal to the stem. As a result, the surgeon implanted a fracture stem.. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in australia. H6: proposed component code - mechanical (g04) - stem. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product was not returned by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.